Event description:
It was reported that during a da vinci si surgical procedure the mega suturecut needle driver instrument cable was noted to be in a loop. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found a broken grip cable. The broken grip cable stuck out at the wrist. The idler pulley spun freely and exhibited pulley rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.